Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter and translated to english. The customer stated: when the teacher pulled out the needle for puncture, he found a foreign body in the needle body. The teacher described that the white object fell off as soon as it was touched.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. Corrective actions around cleaning have been made to help prevent foreign matter from getting into the product. This complaint lot has been manufactured before completion of these corrective actions.